Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a scratched front cover, corroded quick connect, water tank cover was cracked on all four corners, microswitch was bent. Functional testing confirmed the complaint. The root cause was due to water leaking from cracked tank cover due to overtightening. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced water tank cover, quick connect, microswitch, front cover. Performed preventative maintenance (pm) and calibrated. Device passed all functional and delivery tests.

Event description:
It was reported that the device was leaking form the reservoir. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.